Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event, however, has been unable to do so due to heavy usage of the operating room as of the date of this report. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a fault during arm 4 movement. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: to proceed with the procedure, the customer deactivated arm 4. The arm was disabled and the procedure was completed with 3 arms. The customer indicated that during inspection, the equipment functioned normally, but in approximately four surgical procedures, arm no. 4 experienced intermittent response problems.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the shoulder cable from setup joint (suj) #4 in order to resolve the customer reported problems. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause can be attributed to electrical issues by the shoulder cable on suj4, which led to excessive primary and secondary encoder latency errors. It can be resolved by replacing the shoulder cable, or replacing the suj4.